Event description:
While attempting to remove the abdominal pigtail catheter, the cardiac fellow removed the sutures and cut the catheter tubing. The catheter tubing slipped out from the grip of the tweezers and the proximal end retracted back into the pt's abdominal cavity. The cardiac fellow attempted to revisualize the catheter but was unsuccessful. The fellow explained to the pt what happened, left the room to consult general surgery, and ordered a stat CT of the abdomen.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A lot history review (lhr) is not possible, as no manufacturing lot number has been provided by the complainant.